Event description:
The customer reported to their baxter sales representative (bsr) to relay report for two interlink t-connector extension sets in which the set separated between the first luer and the extension tubing during patient use. The set was on the patient for 6-8 weeks. The condition occurred in the ed. There was no patient injury associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned two actual samples for evaluation. The samples were visually and functionally tested and the reported condition was confirmed. During the visual inspection one of the two samples had a cut in the tubing present below the winged female luer lock. The same sample failed functional testing, clear passage testing at 8psi and pressure testing at 8psi. The cut on the tubing was not a clean cut and could not have been caused by the manufacturing process, therefore, no assignable root cause could be determined.